Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." Under precautions, "intraoperative fracture or breaking of instruments has been reported for general instruments." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-00924 / 00925).

Event description:
It was reported that during an initial left total shoulder arthroplasty on (B)(6) 2016, while the surgeon was reaming, a pin fractured. All pieces of the pin were removed from the patient. The surgeon attempted to use another pin, which fractured as well. A piece was retained in the patient's bone. As per the surgeon, the retained hardware was buried in the bone and should not cause soft tissue irritation. As the reaming was completed, another pin was not needed to complete the procedure.